Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the cannula was bent. The customer reported that the blood glucose was more that 400mg/dl. The customer stated she was light-headed and nauseated. The customer treated by eating very little and drinking water and blousing with the pump. The customer stated she wanted to troubleshoot for the high blood glucose, but then declined because she was unable to disconnect at the qr. The insulin pump will not be returned for analysis.